Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button is intermittently responsive and the down button is unresponsive. The keypad is peeling at the ok button and was removed for inspection. Contamination was found under all contacts. Unrelated to this compliant, a crack was seen along the battery compartment and the display was dim/fading. When replaced with a test screen the display functioned properly.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the up, down, and ok keypad buttons were intermittently unresponsive for the past ten days. The patient noted the keypad was peeling and torn between the ok and down arrow buttons. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.